Manufacturer narrative:
(B)(4).

Event description:
The patient experienced pns. This lv lead and the rv lead were discovered dislodged. This lv lead was repositioned successfully on (B)(6) 2018 and remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.